Event description:
Caller reported a minimum fill notification, which led to the customer's blood glucose level exceeding 500 mg/dl, displayed as "high." The patient addressed this by administering a correction injection through a separate dosing method. Assistance from a third party was not required as the customer was not incapacitated. Technical support was not engaged immediately, but the customer reset the pump, resolving the issue.